Manufacturer narrative:
The revised ceramic hip head is not marketed in the USA. Anyway the ball head supplier reports about the ball head lot: protocols and certificate of conformance were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. The component properties and the microstructure as obtained from tha quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing maerial defect. Due to a lack of ceramic parts further investigations cannot be done.

Manufacturer narrative:
Batch review performed on 09 april 2020: lot 102330: (B)(4) items manufactured and released on 26-aug-2010. Expiration date: 2015-07-31. No anomalies found related to the problem since 2016. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: 9 years after primary cementless tha the patient suffers a dislocation and therefore the cup is replaced to a dual mobility system. A possible cause for the event is increased lumbar stiffness, coupled with a cup that had little anteversion. No reason to suspect a defective device.

Event description:
The patient had been complaining of instability after an incident of bending over and lifting something. The surgeon then revised head and liner (8 years and 7 months after primary surgery) in order to implant a dual mobility system.